Manufacturer narrative:
The customer¿s report that the secondary infusion did not infuse was not confirmed or replicated. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection, it was noted that as-received the set had orange fluid throughout the tubing. No other anomalies were observed with the set. The as received set infused completely during functional testing. Pressure testing also found no anomalies with the returned set. The customer did not send in the event pump module for investigation. The root cause was not identified.

Event description:
It was reported that an event occurred on the orthopedic unit, the secondary antibiotic infusion did not infuse, after reprogramming the device the infusion ran without difficulty. The sets were hung per protocol to achieve the correct height. The customer stated there was no patient harm due to the event. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "an antibiotic was hung properly on a secondary line and was unclamped staff rounding on the patient after the infusion began noted the antibiotic was not infusing and the pump was showing the rate that the primary/carrier fluid was infusing so only the primary/carrier fluid was infusing staff reprogrammed the pump for the antibiotic's correct dose, volume, and rate and restarted it the antibiotic began infusing and fully infused review of the pump data log showed the antibiotic was programmed as a secondary using integration at 2255 and ran at a rate of 200 mls/hr for 30 minutes and then transitioned back to the primary rate of 75mls/hr."

Manufacturer narrative:
Additional information: patient information and adverse event.

Event description:
It was reported that secondary antibiotic infusion did not infuse after reprogramming the device the infusion ran without difficulty. The sets was hung per protocol to achieve the correct height. The customer stated there was no patient harm due to the event. The event occurred on the orthopedic unit. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "an antibiotic was hung properly on a secondary line and was unclamped staff rounding on the patient after the infusion began noted the antibiotic was not infusing and the pump was showing the rate that the primary/carrier fluid was infusing so only the primary/carrier fluid was infusing staff reprogrammed the pump for the antibiotic's correct dose, volume, and rate and restarted it the antibiotic began infusing and fully infused review of the pump data log showed the antibiotic was programmed as a secondary using integration at 2255 and ran at a rate of 200 mls/hr for 30 minutes and then transitioned back to the primary rate of 75mls/hr."

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient demographics requested however not provided.

Event description:
It was reported that a secondary antibiotic infusion did not infuse. There was no indication of patient harm.